Manufacturer narrative:
According to the customer, on (B)(6) 2023, when inserting the screw to correct a "metatarsal fracture" the "screw head broke off" while being tightened into the plate. The customer reported they attempted to remove the screw with a "mini shukla" but, were unsuccessful and the "threads" were left inside the patient. The customer reported the procedure took "a detour" due to the attempt to remove the screw but, the procedure was completed using the "mini plating tray". According to the customer there was no serious injury identified, follow up care needed, or medical intervention required related to the reported incident. No additional information is available at this time. The sample is not available for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023, when inserting the screw to correct a "metatarsal fracture" the "screw head broke off" while being tightened into the plate.